Event description:
Caller reports signs of melted plastic on the inform meter. No adverse event reported. Requested return of suspect device and replacement was sent. Manufacturer's investigational unit confirmed that signs of melting and burning were present. The 3rd and 4th contact pins are charred and the plastic in that area is melted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.